Manufacturer narrative:
(B)(4). Concomitant medical products: item name: femoral component cemented size c right, item number: 00588001302, lot number: 61077463. Item name: prc agmt block dist sz c 5mm, item number: 00599003310*op1000, lot number: 60969421. Item name: prc agmt block dist sz c 5mm, item number: 00599003310*op1000, lot number: 61173797. Item name: articular surface hinge post extension size c 14 mm, item number: 00588003014, lot number: 61091165. Item name: stem extension sharp fluted 11mm dia x 75mm length, item number: 00598801511, lot number: 607885156. Item name: stem extension straight long 14mm dia x 155mm length(combined length 200mm), item number: 00598801114, lot number: 60372674. Report source:- (B)(6). No product was returned. Visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Based on the information available, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05573, 0001822565-2017-05576, 0001822565-2017-05575, 0001822565-2016-04777.

Event description:
It was reported that patient was revised due to a fracture of the femoral shaft approximately seven years post implantation. X-rays indicated slight anterior displacement of the distal femoral component, osseous radiolucency of lateral femoral condyle, radiolucency at the tibial tray, tibial stem shows loosening, and generalized osteopenia and heterotopic ossifications.